Event description:
Rptr writes, "a christensen fossa was implanted in my right jaw on 9/23/92. It appeared to be working okay for the first 6 months; however, I also had steel plates in my chin. There was some nerve damage at the time of surgery. Some feeling came back and some never did. I have degenerated nerve and bone damage from the christensen implant. I have been in constant pain since then. I experience shooting pain in my jaw, face and neck. It causes pain (intense) while talking, eating, and swallowing. I am in constant pain. It impacts my vision and hearing. I get trigger point injections periodically. I am very limited as to what I eat. It is a struggle to get through everyday living activities. That portion of my face hurts to touch or lay on. It has such an adverse effect on my daily life. Working is very difficult. It has had a very negative impact on the other jaw as well. As a result, a total joint replacement is necessary on both/not with the christensens temporomandibular joints/waiting to get clearing of red streaks over area for over 24 hrs intervals, periodically. The steel plates in my chin and christensen fossa need to be removed." Rptr continues, "it has affected me emotionally, and functions of my every day living. It continues, it is ongoing." Device will be returned to the MFR when removed.